Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the 5 mm reducer in the port is loose it can't be sealed properly. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
(B)(4).